Manufacturer narrative:
This supplemental report was filed to provide additional information.

Event description:
This supplemental report is being filled to include additional information that this electrode was explanted. No additional adverse events were reported.

Event description:
It was reported that the patient had a recent sternotomy and the electrode was cut and the system was deactivated until the physician determined the plan of care. The device is now beeping tones due to possible out of range impedance. The beeping tones were turned off. No adverse events were reported.